Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2018 with the following findings: a review of the black box showed occlusion alarms. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting the correct force. No occlusions occurred during testing. An occlusion was duplicated for testing purposes and, the pump gave the appropriate ¿occlusion detected¿ alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. Reportedly, the pump has not alarmed for occlusion multiple times when the cannula has been bent. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with small ketones; there were no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.